Event description:
During an unspecified procedure, a cutting balloon became stuck on the choice guide wire. After crossing the rca lesion with the choice guide wire, the cutting balloon became stuck on the wire.the cutting balloon and choice guide wire were removed as one without incident. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "fine."